Event description:
It was reported that pump displayed data error alert and caller was concerned about possible loss of history logs, but no personal profiles or settings were erased and issue had not occurred previously with this pump. There was no reported impact to the customer¿s blood glucose level. Technical support informed caller that some history logs might have been erased but insulin therapy was unaffected, and customer acknowledged understanding and continued using pump for insulin delivery.